Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer received a no delivery alarm during the rewind process. Troubleshooting for no delivery was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with corroded motor home switch. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No motor error alarm or excessive no delivery alarm during our testing noted. The insulin pump had cracked case at the display window corner and minor scratched display window.